Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system alarm, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to performed the excessive no delivery alarm due to motor error alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.

Event description:
It was reported that the customer received no delivery alarms and motor error alarms. Her blood glucose level was 307 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.